Event description:
It was reported that one of the locking covers on a lite 2-screw plate was jamming intra-operatively. The procedure was completed successfully using a replacement plate with a three minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: h3 h6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.